Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error which was unable to be resolved, followed by an unspecified system error and the pump shut down. The event occurred during patient use in the inpatient area. The patient was on vasopressors for cardiac tamponade and there were changes in the patient¿s blood pressure when the pump shutdown. The patient was monitored and medication was used to stabilize blood pressure while the pump was exchanged for a new one. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.